Event description:
Related manufacturer reference number:3006705815-2022-00310. Related manufacturer reference number:1627487-2022-00362. It was reported the patients ipg was explanted and replaced with another manufacturers device on an unknown date in 2019. A new ipg was implanted on (B)(6). During the ipg replacement in 2019 one of the patients leads was damaged. The damaged lead remains implanted. Note: it is unknown which lead is damaged so both are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.